Event description:
The reporter stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unkonwn what caused the lens to tear.